Event description:
Patient being treated in ecp on cellex machine and kit number b351/1031 with an expiration date 12/01/2015. Red blood cell alarm x2 with kit not properly modulating. Physical interface too high in bowl and interface number on screen too low. Treatment ended after trouble shooting and talking with patient. Therakos notified of problems with kit and rga number issued. Kit sequestered for bio-med. Therakos did not want kit back. All patient's blood returned. New kit primed and treatment restarted.======================manufacturer response for disposables, cellex (per site reporter).======================manufacturer did not want kit returned.